Manufacturer narrative:
A medtronic representative replaced the cover, hinges, and spring. No further issues have been observed after replacement. No parts have been received by the manufacturer for further analysis.

Event description:
A medtronic representative reported an imaging system with the detector louvered cover broken. The springs and hinges on the detector positioner louvered cover broke, resulting in the cover coming off the gantry. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern.no parts have been received by manufacturer for analysis.no further issues have been reported.